Event description:
Reporter alleged blood glucose measured 11, 65, and 66 mg/dl when performing back to back tests within 1-2 minutes of each other. It was reported customer took normal sliding scale insulin based on the reading of 66 mg/dl and ate afterwards as normal; however stated not feeling low blood glucose. No medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.